Event description:
As reported via (B)(4) trial, post deployment of the transfemoral aortic valve, angiogram of the left iliac artery upon removal of the 22fr edwards retroflex sheath revealed a questionable flap at the left common iliac artery. The vessel was 7.60 mm, mildly calcified and mildly tortuous. A pta balloon was inflated for 5 minutes. Repeat angio showed improvement of the flap, but still questionable area of vessel. Vascular surgeon consulted and ultrasound revealed no findings requiring repair, and good flow noted. Upon further evaluation, it was determined the area of concern was a small, normal branch off the artery at the site of the perclose suture. The area of concern was visualized several times and clearly determined there was no dissection. The patient was stable throughout procedure and transferred to the unit.

Manufacturer narrative:
The edwards retroflex sheath device was not returned for evaluation; however, there was no report of device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the device instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the left access site diameter was 7.60 mm, however, with mild calcification and tortuosity of the vessel. The was no report of difficulty inserting or removing the sheath. In this case, the cause for the vessel flap cannot be confirmed. There are no obvious causes, the vessel diameter was appropriate, and the vessel characteristics adequate. As noted in the physician training manual, calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with illio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. No further actions are possible at this time.